Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7143731/7144191.

Event description:
It was reported that the patient demonstrated severe anxiety following the implant procedure. The physician noted that the patient repeatedly presented in the clinic requesting to have the device removed. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility.